Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to crosstalk was note. Review of the episodes confirmed crosstalk. And possible lead noise. Programming changes and image to verify lead placement was suggested. Further actions will be discussed with the physician.